Manufacturer narrative:
Based on all available information, a definitive root cause for the calcification could not be determined. The bradycardia is possibly related to the implant depth. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was implanted using a flexnav delivery system in a patient with a previously normal sinus rhythm. The final non-coronary implant depth was 5mm and the left coronary cusp final implant depth was 6mm. In (B)(6) 2023, a permanent pacemaker was implanted due to the patient suffering from syncope and bradycardia. Severe calcification was observed in the valve annulus and extending beneath the aortic annular plane in the interventricular septum. The patient's condition was reported as stable and did not require a initial/prolonged hospital stay. The direct cause of the patient's syncope and bradycardia is currently unknown.